Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 53 months post implant of this bioprosthetic valve, diagnostic catheterization showed moderate to severe regurgitation. There was no vegetation on the valve. The patient is scheduled to have open heart surgery sometime in january. The patient reported the valve was implanted into a native bicuspid valve. Subsequently 2 months later, the bioprosthetic valve was explanted and replaced with a non-medtronic valve. No additional adverse patient effects were reported.